Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd luer-lok¿ tip syringes were found to be cracked while in use. The following information was provided by the initial reporter: "when drawing oxaliplatin from a vial, a cracked 30 ml syringe leaked and hd spilled inside the hood. 2- when drawing paclitaxel from a vial, a cracked 30 ml syringe leaked and hd spilled. 3- when drawing ns from an IV bag, a cracked 30 ml syringe leaked, ns spilled. Found many cracked syringes and they have been discarded without being used."

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 1215185. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that 3 bd luer-lok¿ tip syringes were found to be cracked while in use. The following information was provided by the initial reporter: "when drawing oxaliplatin from a vial, a cracked 30 ml syringe leaked and hd spilled inside the hood. 2- when drawing paclitaxel from a vial, a cracked 30 ml syringe leaked and hd spilled. 3- when drawing ns from an IV bag, a cracked 30 ml syringe leaked, ns spilled. Found many cracked syringes and they have been discarded without being used."